Event description:
Customer reported having issues with his reservoir. The customer believed the problem was from his technique of removing the transfer guard. The customer also reported a high blood glucose incident. He stated his blood glucose rose up to 473 mg/dl and 493 mg/dl. The customer was advised to call back if he had any further issues. No additional informaiton provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).